Manufacturer narrative:
One opened knife sample was received by manufacturing for evaluation. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint is associated with this cutting instrument lot for the reported issue. How the blade became dull as described in the complaint cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. Due to an observed increased trend for this defect mode, a root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was noted to be dull and would not cut. Procedure details and patient impact information is unknown. Additional information has been requested.